Event description:
The recipient was checked on (B)(6) 2024 during a regular appointment and the audiologist found affected channels. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, according to the implant registration card a full insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was checked on (B)(6) 2024 during a regular appointment and the audiologist found affected channels. Re-implantation is considered.

Event description:
The recipient was checked on (B)(6) 2024 during a regular appointment and the audiologist found affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition according to the implant registration card a full insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, according to the implant registration card a full insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance was checked during a regular appointment and the audiologist found affected channels. The recipient was re-implanted.